Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/6/2017 a medtronic representative went to the site for performing a system checkout. The representative was unable to replicate the reported issue. System passed all testing and is functioning normally. No parts were returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that when the imaging system was booted the system displayed a collimator error. The representative rebooted the system and the issue was resolved. There was no patient present when the issue was reported.